Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(4). Device evaluation: lens remains implanted, product return is not expected. Therefore, a product evaluation is not possible. The reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed an additional investigation request (ir) for this production order number has been received. No product deficiency was identified as result of the investigation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was improperly loaded. Lens was not deployed in the right position (trailing haptic was wrongly positioned) trailing haptic was twisted on the opposite side. Surgeon loaded the lenses through another cartridge by missing provisc during surgeries and the nurses were preloading his lenses with viscoat. Nurse explained surgeon decided to enlarge patient wound following theses inadequate deployed lenses. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).